Event description:
Material no: 320144. Batch no: unknown. It was reported that during use of the bd ultra-fine¿ pen needle insulin will not go thru it during the 2 unit flow check. The following information was provided by the initial reporter: insulin will not go thru it during the 2 unit flow check. Replaced the needle with another one and was fine for injection.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. The lot number reported by the customer is not valid with the reported catalog number therefore a DHR review cannot be completed. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no: 320144 batch no: unknown. It was reported that during use of the bd ultra-fine¿ pen needle insulin will not go thru it during the 2 unit flow check. The following information was provided by the initial reporter: insulin will not go thru it during the 2 unit flow check. Replaced the needle with another one and was fine for injection.